Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Repeat testing of the provided samples confirmed reactive results with cutoff index (coi) values of 69.2 and 71.2. Further analysis indicated reactivity to a single hiv-1 specific antigen, which is consistent with a false reactive result. True positive samples typically react with multiple hiv-1 or hiv-2 specific antigens. A review of quality control and calibration data confirmed all results were within expected ranges. The root cause was attributed to a false reactive result specific to the patient sample. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a discrepant reactive result of 53.16 cutoff index (coi) for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module. The same sample was tested with competitor hiv assays, which yielded non-reactive results. Polymerase chain reaction (pcr) testing indicated that the viral load was not detectable.